Event description:
The patient underwent surgical intervention on (B)(6) 2020 wherein their ipg was explanted and replaced.

Manufacturer narrative:
Based on information obtained, decision is not reportable at this time. Product performance engineering has confirmed normal device longevity and no device anomalies were found.

Event description:
Based on information obtained, decision is not reportable at this time. Product performance engineering has confirmed normal device longevity and no device anomalies were found.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient received a replace generator message. The patient may go under surgical intervention to address the issue.